Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2018, a 25mm trifecta gt valve was implanted with no reported complications. In (B)(6) 2021, the patient reported feeling like prior to the implant and reported dyspnea on exertion. CT scan was performed, however negative for significant findings. On (B)(6) 2021, transthoracic echocardiogram (tte) was performed, which showed a dysfunctional valve. Transoesophageal echocardiogram (toe) was performed, which confirmed that the struts of the valve were thick with a non-smooth surface and that the valve leaflets were practically immobile. Therefore, on (B)(6) 2022, the valve was explanted due to heavy calcification. A new 23mm trifecta gt valve was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Additional information sections: d6b, d9, h3, h6, h10. Explant was reported due to "the struts of the valve were thick with a non-smooth surface and that the valve leaflets were practically immobile" and "heavy calcification". The investigation found that all three leaflets had calcifications which immobilized the leaflets. All three leaflets had fibrous thickening. There was fibrous pannus ingrowth on the inflow and outflow surfaces of leaflet 1 and leaflet 2. There was no inflammation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Calcification is a known potential adverse event associated with bioprosthetic heart valves. Per the warnings section of the instructions for use artmt600099236 version 1.0, "accelerated deterioration due to calcific degeneration of the valve may occur in:" "children, adolescents, or young adults", "patients with altered calcium metabolism (e.g., patients with hyperparathyroidism or chronic renal failure)" or "individuals requiring hemodialysis". The limited mobility of the leaflets associated with calcifications, further exacerbated by the pannus ingrowth, is consistent with the insufficiency noted prior to explant.